Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 and er420 clips would not feed into the jaw properly and dropped in the pt (the clips were retrieved from the pt). Another instrument was used to complete the case. The devices were discarded.